Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The product code could not be downloaded. The device was at end-of-life (eol). After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited no output. The patient was intrinsic and had a heart rate of 35 beats per minute. The device was explanted and replaced.